Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on september 24, 2010 for investigation. A visual inspection revealed that the jaws were very burnt, and the heater was bowed out somewhat. The hot jaw silicon was cracked. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam, and did not remain activated. Based upon these findings, the reported failure, "self-activated" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip on the vasoview hemopro endoscopic vessel harvesting system turned red hot while in the off position. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The reporter was unable to provide info regarding the gap in time from when the incident occurred to when the event was reported. The product was returned.